Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The defected o2 gas module has been returned for further investigation. The returned o2 gas module was installed in a ventilator and the machine passed several pre-use checks without any failure, after that the machine was set on ventilation for one week, no fault found. After one week on ventilation, three pre-use checks were performed which they passed without any failure. Our investigation has concluded that the reported problem is confirmed in the provided device logs that it failed at the customer site on this date 2021-09-08. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).